Manufacturer narrative:
D9 date returned to manufacturer: 07-dec-2023. Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Functional testing was unable to duplicate the reported issue. Based on the investigation, the complaint allegation was not confirmed. Service history review identified the complaint was not related to a previous service of the device within the review period.

Event description:
It was reported that the pump exhibited a "no disposable, pump will not run" alarm message. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. H3: device has not been returned to manufacturer.